Manufacturer narrative:
(B)(4). Device details, pt notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Pt records indicate that the femoral component of the resurfacing device showed loosening and thus was converted to an mdm stryker hip, whilst the cormet acetabular cup was left implanted.

Event description:
Cormet revision to thr after 2 1/2 years.